Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extensions in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) had two bags connected. There was only solution in the heater bag. The connection to the supply bag was loose, but it had not disconnected. The hp cycled the power and the hc displayed system error 2367. The baxter technical services representative referred the hp to his registered nurse. The hp would complete therapy with manual supplies. Proper procedures were reviewed with the patient and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.